Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the fractured right ventricular (rv) lead. The lead also had high impedance. The lead was cut, capped, and replaced. No further patient complications have been reported as a result of this event.